Event description:
It was reported that left hip revision surgery was performed. Implanted (B)(6) 2013. Metallosis and soft tissue reactive change noted by surgeon. Prior recurrent dislocations of left hip prosthesis, (B)(6) 2016 and (B)(6) 2016.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the acetabular cup and femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the acetabular cup. Similar complaints have been identified for the femoral head. This failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Approximately 3 years post implantation a revision on the left was performed. The surgeon documented ¿significant metallosis, capsular hypertrophy, fibrosis and heterotopic bone which was removed. Metal ions were reported as 07/23/14 chromium blood 118 & cobalt 112 nmol/l - 03/31/15 chromium blood 139 & cobalt 138 nmol/l - 10/15/15 chromium blood 62 & cobalt 56 nmol/l. One (1) year after the first revision the left was again revised secondary to recurrent dislocations. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. The clinical information provided, of the elevated metal ion levels and the ¿significant metallosis¿ and the capsular hypertrophy, fibrosis and heterotopic bone may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation. The root cause for the ¿heterotopic bone¿ cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries it is related to the procedure and not the device. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the revised implant as there is also still the contralateral hip implanted. Further, the root cause of the dislocations that precipitated the 2nd revision cannot be concluded. The impact to the patient other than the surgeries cannot be predicted. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr head and cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records for the bhr cup were reviewed. All the released devices involved met manufacturing specifications at the time of production. Review of manufacturing records for bhr head confirmed all released devices met specifications applicable at the time of production, the full supporting documentation for the casting goods inwards inspection could not be located. However, all supporting documents confirm that this was an acceptable product when released. The missing documentation has been addressed through a non-conformance report. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels and the ¿significant metallosis¿ and the capsular hypertrophy, fibrosis and heterotopic bone may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation. The root cause for the ¿heterotopic bone¿ cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries it is related to the procedure and not the device. Further, the root cause of the dislocations cannot be concluded. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.